Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review lot#4052033 1-this batch of products were assembled at intima ii auto line 3 in march 2024, and packaged at cfs package line in march 2024. Work order quantity was : (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No actual sample and photo have been received for the complaint. 3. The retained sample of this batch is carried out for 45psi leakage test, and no leakage is found at the catheter. 4. The causes of leakage at the insertion site are complex, and the common causes are as follows: 1) the puncture angle is so small that the puncture wound is relatively big. 2) the medical dressing is not applied correctly, which lead to leak when the product moves relative to insertion site. 5. No similar complaints have been received from other hospitals about this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints were received from other hospitals for this batch of products. Since no actual sample is returned and the use of the sample is unknown, the root cause of the leakage at the insertion site cannot be confirmed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm leaked patient for left ulnar radius fracture after internal fixation surgery to remove the fracture internal fixation device on (B)(6) 2024 at 10:30 a.m. Nurse on medical advice when the use of closed IV indwelling needle infusion (5% dextrose injection 250ml + vitamin c injection 0.5g), (B)(6) 2024 at 11:09 a.m. The needle at the leakage caused the patient to use the place of localized redness and swelling, immediately stop the infusion and replaced with a new closed IV indwelling needle. There was no further blood leakage. This device poses an infection risk to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.